Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.

Event description:
It was reported that the on/off quick bolus button has become stuck and no longer illuminates the screen. The screen does illuminate when plugged in to a power source.